Event description:
It was reported that the device was replaced due to premature battery depletion.

Manufacturer narrative:
Analysis could not confirm the reported premature battery depletion. Based on programmed parameters and device diagnostics, a longevity calculation was performed and found to be within specification. The device was tested on our automated testing equipment and no device anomaly was detected. The device is normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.